Event description:
It was reported that a patient experienced asystole during a battery replacement surgery. The device was turned off until the patient has a cardiac consult. No additional or relevant information has been received to date.